Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was disconnected from the pump during basketball practice, the pump shut off unexpectedly. The customer's blood glucose level had become elevated (600 mg/dl) while disconnected from the pump and the customer was unable to resume insulin therapy, as the pump was unresponsive. During troubleshooting with tandem technical support, the pump was able to be turned back on and the customer was able to deliver a correction bolus. Review of the pump data by tandem technical support did not confirm a pump shutdown.